Event description:
The implantable neurostimulator was overdischarged due to problems with recharge coupling. The pt could not recharge the device. The pt was seen in clinic. The hcp reprogrammed the device. The hcp reported that the generator should be replaced, but the pt lacked insurance. The hcp reported that the pt had no symptoms associated with the event. The outcome was reported as "no injury".